Event description:
Reportedly, on (B)(6) 2013, the displayed residual longevity was 16 months. Then on (B)(6) 2014, the residual longevity (time to rrt; programmer software version 2.40) was 16 months. The device was subsequently replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.